Event description:
Consumer alleges she got stuck in her chair and had to call 911 to get her out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.